Manufacturer narrative:
Eval: the iab was received for eval with the balloon membrane noted to be completely unfolded. Visual examination revealed the sheath to be kinked. The membrane at the proximal taper was noted to be stretched. It was not possible to inflate the iab on the lab sys 97 iabp due to its returned condition. Probable cause of difficulty: it was not possible to verify the reported problem in the lab due to the condition of the returned balloon membrane. At this time, it is not possible to determine the exact cause of the reported difficulty based on the event description and the examination of the item. This type of complaint is one of the most difficult to evaluate and musty rely on conjecture since one cannot observe what the balloon is being subjected to within the aorta. Having the opportunity to examine the folded or partially folded iab membrane may have provided some add'l insight into the encountered difficulty. Thus, in general, inflation difficulties may attributed to one or more of the following: 1. The balloon entered a subinitimal space. 2. The balloon was placed too high in the aortic arch or in the subclavian artery. 3. The iab failed to completely unfold because the user failed to inject 60 cc of air as advised in the instructions for use. 4. The catheter kinked within the pt probably because of severe vessel tortuosity and/or pt movement. 5. The catheter kinked outside the pt. The user may have failed to secure the catheter and y-fitting to the pt. Manipulation of the kinked portion of the catheter could have minimized the restriction and improve balloon performance. 6. A kink in the catheter may have restricted the flow of helium into and out of the balloon causing it to not fully during the initiation of iabp. 7. There was a loose connection between the iab and the pump or between the pump and the safety chamber. Checking these connections may alleviate the problem. 8. The balloon pump needed servicing.

Event description:
The iab did not inflate. The iab was removed and a second iab was inserted. On 3/30/98, the following was reported to datascope: the balloon was placed and pumping was initiated. The balloon pumped 3 times and then the pump alarmed and was turned off. The balloon's placement was rechecked. The pump was restarted and the alarm went off again. The balloon would not inflate. The iab was removed and another iab was inserted and worked without difficulty. There was no pt injury or complication as a result of the event on 2/18/98. [Event complications]: none from the event-reported 2/19/98 and 3/30/98. [Pt's current status]: post CABG/recuperating.